Manufacturer narrative:
(B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon difficulty removal from stent occurred. The target lesions were located in the mildly calcified and "somewhat" tortuous right coronary artery (rca). A promus premier¿ stent was successfully deployed in the distal rca. The physician then began working on the mid proximal area of the rca. Predilatation was performed with a 2.5x20mm apex balloon catheter inflated to 10 atms. A 3.00x32mm promus premier¿ stent was deployed. When the balloon was deflated, there was some issues in retrieving the deflated balloon from the deployed stent, as if the stent balloon was stuck in the stent. After a while, the physician was able to remove the balloon from the stent by intubating the rca into the stent with the guide catheter that he was using. No patient complications were reported and the patient's status is fine with timi 3 flow noted at the end of the case.